Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, low battery and weak battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting was done for the failed battery but customer did not want to troubleshoot for the other alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor the insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomaly, off no power anomaly, failed battery test, weak battery alarm or low battery alert noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.